Event description:
Guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and transvenous defibrillation lead (rv) were exhibiting oversensing of noise resulting in pacing inhibition. It was reported that the transvenous defibrillation lead measurements were normal except for a drop in the r-wave measurement. The pocket was opened. The rv set screw was difficult to move with a competitive hex wrench and a guidant nontorquing wrench. The distal set screw was easily loosened. After some effort, the rv lead was removed from the header. The decision was made to use a new device, but the noise continued. The physician then elected to cap off the is-1 portion of the lead and implanted a new competitive is-1 lead. The noise resolved. Successful detection and defibrillation testing was completed. No adverse patient symptoms were reported.